Event description:
Physician successfully treated the superficial femoral artery (sfa) lesion with the angiosculpt device and felt the procedure went well. Upon removal of the device, the physician felt resistance. When the device was removed from the body, it was noted that there was separation of the distal bond.

Manufacturer narrative:
Pt info is unk. The hosp declined to provide the pt info. The angiosculpt device was returned for lab analysis. Visual exam confirmed the inner member broke between the distal bond and distal balloon tip seal bond. The distal end of the inner member is accordion. There was no detachment or separation of any portion of the catheter. According to the instructions for use (IFU) the angiosculpt pta scoring balloon catheter otw, retained device components is listed as a possible adverse effect of the procedure.